Manufacturer narrative:
Failure analysis on the returned front bezel shows that the nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring not functioning.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported that the nav ring is not working. Setting changes can still be made via the touch screen. The customer contacted product support and requested for service repair. Dispatched to the field. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:07feb2021. B4:08feb2021, the field service engineer (fse) performed replacement of front bezel with the navigation ring, replacement of screws and gasket, device is fully functional and passed testing, device is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.